Event description:
It was reported that an infection occurred. The implantable lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary # product ID# 4558m-53. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo, the inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo, concomitant product: product ID: 5024m-52, implanted: (B)(6) 1994, nwa224590h, implanted: (B)(6) 2013. (B)(4).